Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was due to a damaged and shorted sync button.

Event description:
The customer contacted physio-control to report that their device would not charge defibrillation energy when they attempted to deliver defibrillation therapy to a patient who was in ventricular fibrillation. A back-up device was used to deliver a shock to the patient and the patient's rhythm was converted to sinus tachycardia. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not charge defibrillation energy when they attempted to deliver defibrillation therapy to a patient who was in ventricular fibrillation. A back up device was used to deliver a shock to the patient and the patient's rhythm was converted to sinus tachycardia. There were no reports of any adverse effects to the patient as a result of the reported issue.